Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A no external power alarm was identified while an mobile power unit (mpu) was in use. It cannot be discerned if this was caused by the mpu power cord coming loose from the mpu or from the wall. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mpu was evaluated due to a no external power alarm being observed within the provided log file, correlating to the mpu. The log file contained data spanning 2 days (14jul2019 ¿ 16jul2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. One no external power alarm occurred on 16jul2019 at 7:47 while an mpu was in use. The alarm appeared to have been caused by a loss of ac power. The backup battery operated the system during this time and support to the pump was not interrupted. The alarm resolved when power was restored to a power cable. No other notable events regarding the mpu occurred throughout the log file. The mpu (serial number unknown) was not returned for analysis. Further information regarding the mpu and the no external power event was not provided after multiple requests were made. The root cause of the no external power alarm regarding the mpu was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.